Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase of shock lead impedance measuring 126 ohms. Technical services (ts) was consulted and noted possible calcification on older lead leading to the increase in impedance measurements. Continue to monitor was recommended. No adverse patient effects were reported. This lead remains in service.